Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The pump was replaced to resolve the issue, and the customer will continue to use their current pump for insulin therapy until the replacement pump arrives. There was no reported adverse impact to the customer's blood glucose.